Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a flow rate inaccuracy during therapy. The device was infusing the antibiotic piperacillian/tazobactam (4.5 g with the parameters initially set to 100 ml per hours with 110 ml, then changed to 1000 ml). It was unknown if the device was swapped out or if there was patient injury or medical intervention.